Event description:
During an unrelated f/u telephone call on (B)(6) 2013 with the pd nurse, it was learned that this esrd pt was found unresponsive during his pd treatment. Pt was taken to the hosp where he later expired. No device malfunction was reported. Sample was discarded.

Manufacturer narrative:
(B)(4). No device failure allegation. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported expiration after an unresponsive episode following the pt's peritoneal dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.